Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during a routine device check the device would not run any temporary tests although, permanent settings could be altered. A review of device product performance information was done and indicated that the device had a flipped bit. It was noted that the patient indicated possibly undergoing an MRI (magnetic resonance imaging) procedure within the last year. A manual guided reset will be performed. The device remains in use. No patient complications have been reported as a result of this event.